Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are brand name: micra, model mi2355a / expiration date: 28 mar 2021 / serial (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 2019-10-08, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient experienced tamponade and pericardial effusion. The implantable pulse generator (ipg) was attempted not used. No further patient complications have been reported as a result of this event.